Manufacturer narrative:
Pca syringe, therapy date (B)(6) 2016. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "patient was complaining of increased pain over a 1-2 hour time frame, alternate therapies were incorporated in the care repositioning, and application of ice to surgical site. It was then discovered the sheets were wet, and fluid on the floor, from the IV and pga infusion. The tubing was inspected to verify the connections were all tight, the tubing was leaking at the site where the ivf connects to the pca tubing - tubing both IV and pca changed without further issue." Subsequently the customer reported that the patient had increased pain over 1-2 hours. Alternative therapies were initiated when repositioning the patient the user noticed the bed linens wet and fluid on the floor. The pca tubing was leaking at the connection to the IV and pca tubing .both sets were changed and infused without difficulty. No patient harm reported.